Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The device evaluation is anticipated and a supplemental report will be forthcoming with the evaluation results.

Event description:
It was reported that an unknown material was found inside the IV tubing before use. There were no patient complications reported.

Manufacturer narrative:
Received one single dpt kit with IV set and pressure tubing . The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A white particulate was observed in fluid path of the IV set at approximately 10cm proximal from the IV tubing male connector. The particulate was approximately 4mm long. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.